Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that the battery compartment was cracked and that there was moisture in the battery compartment. It was noted that there was moisture corrosion on the battery. Reportedly, the pump was used while swimming and taking showers. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/05/2014 with the following findings: visual inspection revealed that the pump case was cracked at the battery compartment. The crack was located at the top of the battery compartment extending towards the side of the pump. There was evidence of moisture observed in the battery compartment. A leak test was performed and a battery compartment leak was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.